Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot# v679192, implanted: (B)(6) 2011, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v679192, implanted: (B)(6) 2011, product type lead; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient felt a tingling at the implantable neurostimulator (ins) site in their left chest. The patient¿s devices had died and several months prior to the date of this report the implantable neurostimulators (ins) were changed out. Follow up with the patient¿s healthcare professional indicated the ins depletion was normal. The hcp did not know the patient outcome at the time of this report. No outcome was provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Refer to manufacturer report #3004209178-2014-20772.